Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a possible issue with the pump's ability to accurately deliver a bolus. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas definition of an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: review of the black box data and bolus history for the date of the alleged issue was not available. On investigation, the pump powered and the keypad buttons were tested without any hypersensitive or stuck keypad buttons found. A 10-unit audio and 10-unit normal bolus were manually performed successfully and accurately recorded in the bolus history. The bolus total daily dose history correctly showed 20.0 units delivered. Further investigation of the device was not possible due to unrelated device issues that were reported on summary report under animas (B)(4). Investigation completed did not indicate a history/settings issue; the allegation was not duplicated.